Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there were multiple "no disposable alarms." There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.